Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system occlusion would sound" (occlusion within device). The nurse reported that during the case sys occlusion would sound. The handpiece, tip, and the sys were switched out. The case was completed. The handpiece was not isolated. The consumables were not saved for eval. The nurse suspected it was the tip that was the issue. No pt injury was reported.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended the handpiece be primed and tuned again. The handpiece worked fine. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).